Event description:
Patient was revised to address pain. Poly wear discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred in the 1990's. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.